Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reports of experiencing high blood glucose. Customer's blood glucose was 249 mg/dl. Customer reports of having bubbles in reservoir and close to the reservoir was white and cloudy. Customer reports of missing insulin when reservoir is filled. During troubleshooting, it was found that drive support cap appeared normal, customer was disconnected during rewind/prime sequence, customer did not find a leak, time and date were correct, not sure if basal rates were correct, insulin did exit tubing, and no air found in tubing. Customer did not have tubing clamp and will call back when tubing clamp is received in order to complete troubleshooting. No further information provided.